Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia was treated with an insulin pump and and hypoglycemia was treated with a carb intake. The customer reported a blood glucose value of 250 mg/dl. The customer experienced a difference between sensor glucose and blood glucose values. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. Troubleshooting was performed for the low blood glucose, and the customer has not been using the insulin pump system within 48hours of a reported low blood glucose event. Troubleshooting was performed for the tester procedure, and the customer requested to run the tester procedure for the transmitter, and found that the connector bridge is damaged. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended. The customer reported a blood glucose value of 254 mg/dl. The customer reported a sensor glucose value of 104 mg/dl. The difference between sensor glucose and blood glucose was more than 30%. The event involved product(s) mmt-397a,mmt-7911na, mmt-7020mla,mmt-332a. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-7911na, mmt-7020mla was requested, and the customer's response was that the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.